Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful endometrial ablation on (B)(6) /2013. The pt was discharged home. The pt did not have any complaints during f/u 24 hours later. Approx a week later the pt presented to the emergency room "complaining of severe abdominal pain and was admitted for presumptive diagnosis of endometritis. Her pain and wbc increased despite antibiotic therapy and she was subsequently taken to the operating room for a diagnostic laparoscopy. The uterus was inspected and appeared to have two concentric rings of blanching just medial to the cornua bilaterally with a focus of charring within the middle of the blanched areas. Additionally, a thermal blanched area was noted on the small bowel associated with a perforation. This area of small bowel was resected and a primary anastomosis was performed. The pt did well post-operatively and was discharged home 48-72hrs later".